Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the presence of foreign material (fibers) on the lens surface.dimensional inspection found the lens was within specification. Conclusion: patient is under the age of 21 and per dfu for this model, this lens model is contradicted for the patients under the age of 21 years.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens - -10.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/25.